Event description:
The facility reported to (B)(4) customer service a syndeo syringe pump with an occlusion error. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. Additional information was received on 02/11/2010, regarding this event. The paperwork that was with the device stated that the occlusion alarm was not working.

Manufacturer narrative:
(B)(4). During service, the "occlusion alarm was not working" was confirmed. The linear position sensor was calibrated to corrected the reported problem. The pump passed all functional tests and has been returned to the customer.